Manufacturer narrative:
The investigation for the reported positioning issue has been completed. No product was returned for investigation. Data logs confirm placement signal low alarms. The 5s parameters were found to be stable and within normal ranges. Impella position in ventricle alarms were observed at the same time as suction alarms. The root cause of the positioning issues was most likely patient condition related due to the patient's challenging anatomy. Added- h6 impact code 4628 corrections to the initial MFR report: added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a (B)(6) male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported the patient was on impella cp support and there were placement signal alarms. Tte performed multiple times, device repositioned, impella was in decent position per providers, but due to patient anatomy staff could not get in most optimal position. Additionally, the patient was given albumin for suction alarms, and the pump was repositioned multiple times.